Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The manufacturer's field service engineer performed remote troubleshooting with the customer and advised the customer to replaced the data acquisition printed circuit board (da pcb). The customer reported that replacing the da pcb resolved the issue. Failure analysis of the returned part indicates: the defective u6 generated the pressure accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Proximal pressure accuracy failed. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.